Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2012 it was reported that a system diagnostics test performed that day showed high impedance; output = low/lead impedance = high/current delivered = 0.25 ma/impedance value = 9093 ohms/neos = yes. Chest x-rays were noted to have been performed which showed a possible lead break near the neck. The patient's vns was disabled. The patient's mother will contact the physician if the seizure control worsens. Although surgery is likely, it has not occurred to date. The last good diagnostics were noted to have been on (B)(6) 2012 which showed and impedance value of 1726 ohms. No manipulation or trauma occurred. A copy of the x-rays has been requested from the physician but has not been received to date.

Event description:
On (B)(6) 2012 x-rays were received. The filter feed-through wires' integrity could not be fully assessed because the longest one was superimposed to the lead pin. The lead connector pin appears to be fully inserted into the generator connector block. The lead wires at the connector pin appear to be intact. Part of the lead body is behind the generator and could not be assessed. No acute angles could be found in the portions of the lead that could be fully assessed. A clear multiple break could be found a few inches below the second tie-down, in the upper part of the lead body, past the lead bifurcation. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.